Event description:
It was reported a motor stall had occurred approximately 35 minutes after an MRI. It was confirmed in the attention dialogue box. The hcp planned to recheck status for motor stall recovery, although it was not reported if the stall had recovered. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.